Manufacturer narrative:
(B)(4) age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure. The reason for explant was not known, provided. The lens was replaced with a larger diopter (13.5), a model zct300 lens. There was no patient injury reported. Patient was reported as doing well post op. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search revealed that no additional complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed all pertinent information available to abbott medical optics has been submitted.